Manufacturer narrative:
On 2/10/1998, the physician's attorney reported that the patient had a deviated septum. The patient alleged that she was injected with neonatal bovine cartilage in the bridge of the nose to try to even out the base of her forehead with a bony protruberance below the bridge of her nose. She was also treated at the tip of her nose to even out the indentation between the bulbous end of her nose and the middle of her nose. The physician injected into the dermal area, not the inside of the patient's nose. The patient alleged that since the treatment she had swelling of the nose causing difficulty breathing that she alleged is due to the collagen treatment.

Event description:
A notification from the plaintiff's attorney of intent to file a malpractice suit against the physician was received. The notification alleged that the pt had permanent damage to her nose, which would require surgery. The chart notes included were difficult to decipher. The dates ranged from 6 august 1994 to 7 october 1994. The chart note on 7 october 1994 indicated that a refund of $1500 was given to the pt. There was no notation that the pt had any damage to her nose. No further info was available.